Event description:
On (B)(6) 2014, the reporter contacted lifescan (lfs) alleging the ot verio test strips had an issue. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation will be completed and a supplemental report will be filed. No conclusions can be made at this time.